Manufacturer narrative:
The device was not returned by the user facility and no photographic evidence was provided; therefore, the reported failure could not be verified and a root cause cannot be conclusively determined. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A two-year review of complaint history revealed no other similar complaint for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this failure (B)(4) percent, if all complaints were confirmed. The instructions for use advises the user of the following. - this device should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic, these devices fail the inspection described herein. - these devices should be inspected before and after each use. - visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts, damage including cuts, puncture, nicks, abrasions, unusual lumps or significant discoloration. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed was made aware of a medwatch report which stated that during a decompressive laminectomy with fusion, the insulation of the 139104ext fell off into the patient. The detached piece was retrieved. The procedure was completed with a couple minutes of surgical delay. No patient injury was reported. Upon gathering additional information, the patient did not require additional treatment or hospital stay due this incident. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.